Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were provided; it appears that the components were implanted with the correct fit and orientation as per the surgical technique. There is no obvious wear or damage evident. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt is experiencing pain.